Manufacturer narrative:
A non-sterile orbit mini complex fill 2x2 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received partially zipped and it was found kinked/elongated. The support coil, gripper and embolic coil were received inside of the introducer. The support coil and gripper were inspected found without damage while the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as ¿coil - unraveled/stretched-during placement¿ was confirmed. The cause of the failure experienced by the costumer and the damages found on the device could not be conclusively determined; however neither the analysis nor the DHR suggest that it could be related to the manufacturing process; additionally inspections are in place that prevents these kinds of damages leaving from the facility. Review of the available information suggests that procedural and target lesion characteristics may have contributed to the confirmed event. Therefore no corrective actions will be taken at this time.

Event description:
The complaint received states that during positioning with in the target aneurysm the orbit mini complex fill 2x2 (637mf0202 / 15761912) stretched. The patient had intracranial aneurysm with size of 7.6*6.8mm. When the physician implanted the 4th coil into aneurysm, found the coil had stretched when adjustment. Finally the physician withdrew the coil and unkn(own mc) microcatheter. There was no report of injury for the patient.

Manufacturer narrative:
Updated cc: the complaint received states that during positioning with in the target aneurysm the orbit mini complex fill 2x2 (637mf0202 / 15761912) stretched. The patient had intracranial aneurysm with size of 7.6*6.8mm. When the physician implanted the 4th coil into aneurysm, found the coil had stretched when adjustment. Finally the physician withdrew the coil and unknown (mc) microcatheter. The resistance was noted when the coil was repositioned. The coil was not used like a guide wire. The microcatheter was not repositioned, only the coil. It is unknown if the coil was entangled with previously placed coils. There was no report of injury for the patient. A non-sterile orbit mini complex fill 2x2 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received partially zipped and it was found kinked/elongated. The support coil, gripper and embolic coil were received inside of the introducer. The support coil and gripper were inspected found without damage while the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as ¿coil - unraveled/stretched-during placement¿ was confirmed. The cause of the failure experienced by the costumer and the damages found on the device could not be conclusively determined; however neither the analysis nor the DHR suggest that it could be related to the manufacturing process; additionally inspections are in place that prevents these kinds of damages leaving from the facility. Review of the available information suggests that procedural and target lesion characteristics may have contributed to the confirmed event. Therefore no corrective actions will be taken at this time.